Event description:
Additional information: no troubleshooting had been done to confirm if the catheter was in the intrathecal space. The hcp (health care provider) indicated that no csf was aspirated so she assumed the catheter wasn't in the intrathecal space and she was ok with that; she thought it may have been epidural versus intrathecal. The hcp indicated that with pain patients (vs baclofen patients) she was comfortable not getting csf back as the catheter did not have to be in the intrathecal space for pain meds to be effective. No further issues had been identified with the catheter. Within a week after all had occurred, the patient returned to the hcp for follow up and since had been receiving relief from her pain via the pump. It was noted that the patient was doing well per the hcp.

Event description:
It was reported that during the replacement/revision procedure they were not able to aspirate the catheter through the cap (catheter access port) and had not primed the pump prior to connecting it to the catheter. There would be a gap in the delivery of the medication.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6)-2004, explanted: unk.

Event description:
Corrected information: the following statement and had not primed the pump prior to connecting it to the catheter. There would be a gap in the delivery of the medication was reported in error on the initial report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received later indicated that the patient had no symptoms and was doing fine.